Event description:
It was reported that the image on the workstation of the 9600 system was distorted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The frame sync was found turned off. The frame sync was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.